Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 290 mg/dl and 54 mg/dl. Customer was feeling low blood sugar symptoms and drank a (B)(6). No adverse event reported. Requested return of suspect device and replacement was sent.